Event description:
It was reported that the device had a "cassette not attached" error. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition and decontaminated. Visual inspection was performed. It had a scratched lcd lens, bad uso sensor, missing battery door and lifted dso sensor. Performed functional testing. The customer's reported problem was duplicated. Dso was stuck at 134mv. "Cassette not attached properly" error was alarming. Reported problem was caused by the stuck dso sensor, which was replaced to correct the issue. Uso sensor, optic switch, lcd lens, battery door, grey keypad overlay, keypad and 2120 rear label were also replaced. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.